Event description:
During functional testing by a co rep, the device failed to power on. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Co has received the product and will be providing a follow-up report when our investigation is completed.